Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis but no history of cardiac conduction disorders. The baseline rhythm was noted to be normal sinus rhythm. The length of the membranous septum was 3.6mm. There was calcification below the annulus but not in the intraventricular septum plane. During the procedure, the primary and secondary access sites were identified as the right femoral artery (rfa) and left femoral artery (lfa), respectively. A pigtail catheter was positioned via the lfa, while a temporary pacing wire was introduced through the left femoral vein (lfv). A 14 french introducer sheath was inserted, followed by a pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22 mm non-abbott balloon. After the balloon was exchanged for the ds, it initially encountered resistance at the vessel entry point before eventually entering. As advancement continued, the device got hung up at the common iliac. The deployment wheel was gradually rotated to retract the capsule, allowing for a reattempt at advancement, which then proceeded smoothly. The valve was deployed at 7mm depth on both the non-coronary cusp (ncc) and left-coronary cusp (lcc) with one recapture. After removing the ds, the primary site was closed with 2 perclose devices. During this it was noted that the patient was in left bundle branch block (lbbb) but had a stable rhythm and blood pressure. It was then noted that the primary site was bleeding continuously so rfa was accessed by going up and over from the lfa and placed a non-abbott percutaneous transluminal angioplasty (pta) balloon catheter and inflated it for five minutes. A digital subtraction angiography (dsa) shot showed a small blood leak then the balloon was placed again and inflated it for another ten minutes for the bleeding to stop. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A permanent pacemaker was implanted as an intervention to treat the heart block. The patient had a prolonged hospital stay for monitoring of rhythm. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.